Event description:
It was reported that during a general device change out procedure, the physician observed the set screw of this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to rotate properly thus making it difficult to release the electrode. After some time, the physician was able to remove the electrode with force and the s-ICD was explanted and replaced as well. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. High power visual inspection of the device case, header, and lead barrel noted no irregularities. Review of the firmware log noted no suspicious system errors. During testing it was noted that the set screw was stuck up inside the capture washer. A torque wrench was used to free the set screw noting that over 18 in/oz of torque was needed to free the set screw. After the set screw was freed it moved freely in both directions. An electrode was fully inserted into the lead barrel and the set screw was tightened down. The set screw held the lead firmly in place. The set screw was then loosened with no difficulty and the electrode was removed without difficulty. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Analysis confirmed the stuck set screw allegation and determined this was induced in the field.